Manufacturer narrative:
H3: one cadd solis vip pump was received with a damaged battery door. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was able to be confirmed. The device was found to be burned and damaged. It was determined that the battery compartment was defective due to the burn and damage. Therefore, the battery compartment will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's battery contact was burnt/damaged. The issue was discovered during testing and there was no patient involvement.